Manufacturer narrative:
The astral device was not returned to resmed for an extensive engineering investigation. The customer contacted resmed to cancel the complaint as the reported complaint could not be confirmed or reproduced during evaluation. As per all available information, it was confirmed that the device had operated as per specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral internal battery failed to charge. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral internal battery failed to charge. There was no patient injury reported as a result of this incident.